Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic visit, the hvli measurement was low. All other measurements were within range. The lead was capped and replaced.